Event description:
On 07/09/2023, (B)(6), employee of intuvie, was told by jackson onc the following information: I was there on june 5th and changed the batteries. Still 2 shut off. These failures were all in one week. 708641. Shut off with new battery. 708428. Continuous upstream. (B)(6). System error. 708713. Shut off with new battery. Note: each serial has its own complaint. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. On 7/10/2023 infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.